Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, and had exhibited non-capture. During the lead revision procedure, it was suspected that a surgical blade had inadvertently damaged the rv lead. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.